Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had a seizure and the device broke into pieces after he fell off his lawnmower. Customer's blood glucose was unknown. Customer had thrown the device away. Customer declined a replacement device. Customer will not be returning the device for analysis.